Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the large suturecut needle driver instrument had a torn cable. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was not injured due to the issue. Another needle driver was used to complete the procedure. The issue was then resolved.